Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: thermocool smart touch catheter, model and lot numbers unknown , bwi bidirectional cs catheter, model and lot numbers unknown, st. Jude medical sl1 8.5fr sheath, model # 406849, lot number unknown. (B)(4).

Event description:
It was reported that a female patient underwent a left atrial flutter ablation procedure with a smartablate pump and suffered an air embolism requiring transesophageal echocardiography (tee) and trendelenburg position. After transseptal puncture, the patient became hypotensive with st changes (unspecified). Decreased cardiac motion was observed via fluoroscopy. Air was visualized on the aortic cusp via ultrasound. Cardiac surgeon advised that proceeding with the case would be safe. Smartablate tubing and sheath were exchanged for like products. Procedure table was tilted (head down) for the duration of the procedure and the air slowly escaped with each heartbeat. By the end of the procedure, no air remained. Procedure was successfully completed without incident. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. The issue caused a 30-minute delay in the procedure. Physician did not consider that the delay may have caused or contributed to a death or a serious injury to the patient. Physician¿s opinion regarding the cause of the adverse event is that it may have possibly been related to a failure to adequately prime the sheath or the catheter. Electrophysiology (ep) consultant indicated that he does not believe that the coolflow tubing was at fault.

Manufacturer narrative:
On 9/7/2018, it was noticed that a correction was required. Date of this report and date received by manufacturer which were incorrectly reported on the initial 3500a MDR. Date of the report has been corrected from 11/02/2017 to 11/03/2017. Date received by the manufacturer should be corrected from 11/02/2017 to 11/03/2017.

Manufacturer narrative:
Please disregards supplemental # 3 which was reported to correct date of this report and date received by manufacturer. It was noted on 9/7/2018 that the no correction was needed and should remain with the date of 12/11/2017. Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a left atrial flutter ablation procedure with a smartablate pump and suffered an air embolism requiring transesophageal echocardiography (tee) and trendelenburg position. After transseptal puncture, the patient became hypotensive with st changes (unspecified). Decreased cardiac motion was observed via fluoroscopy. Procedure table was tilted (head down) for the duration of the procedure and the air slowly escaped with each heartbeat. By the end of the procedure, no air remained. Procedure was successfully completed without incident. Device evaluation details: the customer was instructed to return the smart ablate pump used in the procedure to a repair facility for it to be serviced. However, the service request was declined by the customer and the pump was not returned. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 9/6/2018, additional information was received from the manufacturer of the smartablate pump, indicating the date of manufacture for the smartablate pump with serial # (B)(4) is march 3rd 2013. As such, device manufacture date has been populated. Additionally, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).